Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The reporter mentioned that she was looking online at an unknown forum after a (B)(4) search regarding the zapping at the ins site, and she found other people that this has happened to. No further complications have been reported as a result of this event" in the event description.